Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-nov-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device involved in this incident, the technical support specialist (tss) checked the patient status on the server and confirmed that both patients were shown as discharged. The tss contacted the customer and confirmed that the issue had already been resolved on the specific device. The customer also stated that the matter was being addressed with upper management. Based on this confirmation, the technical support specialist closed the case.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, a discharged patient was still showing on the station. A new patient was not able to appear on the station due to the previously discharged patient remaining listed as admitted. The previous patient had been discharged on (B)(6) 2026, but her name was still appearing on the station as admitted. The customer could not check the patient¿s status on the server due to access limitations. There were no adverse events or injuries reported based on this event.